Event description:
Drive devilbiss is the initial importer of the device which is a walker. It is believed that the device is one of our standard walkers with 5 inch wheels. Sometime in march the end-user was exiting a building and descending steps to the sidewalk alone. When he stepped into the walker the left rear leg of the device reportedly broke causing him to fall. He sought no medical attention at the time. A couple of weeks later he went to the doctor and was diagnosed with a torn quad tendon which required surgery. The end-user is in a cast from ankle to the hip. The end-user does not have email and is immobile. We are awaiting information including serial and model number of the device. We are awaiting return of the device for root cause analysis. It is with an overabundance of caution that we are filing this report.